Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitudes. The device was reprogrammed. The health care professional (hcp) will continue to monitor the rv lead channel. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).